Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident was 112 mg/dl. Troubleshooting was initiated for the failed battery test. The customer confirmed that a battery cap contact was damaged. The customer was advised to revert to her medically prescribed back-up plan until a replacement battery cap arrives. No products were returned and a replacement battery cap was shipped to the customer.